Event description:
On (B) (6) 2008, the patient reported that she noticed air bubbles in the insulin cartridge a "few" days after it was inserted into the infusion device. She stated that no air bubbles were present when the insulin cartridge was initially inserted. She stated that she would rather change the insulin cartridge than to try to prime the air from the system. Her insulin was cold at the time of the report and she stated that she would change the insulin cartridge after the insulin warmed to room temperature. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.